Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting. Upon evaluation, the u500 dsp processor was defective. The cause of the resets is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was resetting.